Event description:
According to the customer, the "manifold and angiographic syringe connected, the operator was about to inject contrast medium, however, air was withdrawn".

Manufacturer narrative:
According to the customer, the "manifold and angiographic syringe connected, the operator was about to inject contrast medium, however, air was withdrawn". No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. Due to the reported issue and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.